Manufacturer narrative:
According to the facility, on 3/19 after a tvp placement, the proximal end of the contamination shield was not locking into place. The issue occurred after the procedure when the tvp wire migrated. The patient arrested but then stabilized. The patient completely lost pacing capability and arrested. The patient lost capture and was completely dependent on the pace maker. The patient survived. The procedure was completed, but the contamination shield failed to keep the pacing wire locked following procedure. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, on 3/19 after a tvp placement, the proximal end of the contamination shield was not locking into place. The issue occurred after the procedure when the tvp wire migrated. The patient arrested but then stabilized.